Manufacturer narrative:
H6: investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Event description:
It was reported that a pen needle autoshield duo 30gx5mm EU would not detach from the pen and was found to be damaged during use. The following was reported by the initial reporter: "on monday, a nurse injected a patient. During the injection of the insulin the needle gave no problems but during the administration of the insulin the needle gave counter pressure, had to press firmly to inject. Mrs. Xxx had no complaints and there was no insulin leakage. There was also a clear insertion point of the needle on the stomach. When the needle was disconnected, the entire needle itself remained in the pen. The grey pad (where the needle is inserted) was also bulging. This is clearly a production error, could you please contact the company of the duo shield needles to report this. Lot number of the needle is: 0077345."

Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that a pen needle autoshield duo 30gx5mm EU would not detach from the pen and was found to be damaged during use. The following was reported by the initial reporter: "on monday, a nurse injected a patient. During the injection of the insulin the needle gave no problems but during the administration of the insulin the needle gave counter pressure, had to press firmly to inject. Mrs. Xxx had no complaints and there was no insulin leakage. There was also a clear insertion point of the needle on the stomach. When the needle was disconnected, the entire needle itself remained in the pen. The grey pad (where the needle is inserted) was also bulging. This is clearly a production error, could you please contact the company of the duo shield needles to report this. Lot number of the needle is: 0077345."